Event description:
Device 3 of 3: reference MFR report number: 1627487-2018-12545, reference MFR report number: 1627487-2018-12539. Additional meaningful information received indicated that the patient was explanted due to the incisions not healing sufficiently due to a suture causing irritation. The patient reported he is completely healed now. The explant date is unknown at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR number: 1627487-2018-12539. Reference MFR number: 1627487-2018-12545. It was reported the patient underwent surgical intervention wherein the scs system was explanted. No further information is known at this time.